Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2015 with the following findings: during investigation, the pump alarmed with a call service (cs 069) while powering on and displayed the verify screen. The complaint of a blank display was not duplicated during investigation. The display was found to be clear and legible. Investigation revealed that a language corruption had occurred at a component on the printed circuit board resulting in a call service alarm. The pump¿s cover was removed and no intermittent condition was found to the display screen circuit. The battery cap was found to be damaged due to the spring detaching from the housing. A test battery cap was used during investigation. (B)(4).